Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the radical-7 is not sending accurate numbers or in a timely manner to the safetynet system. The patient is not admitted. The tile for the patient will display dashes. If the customer clicks on the tile for the patient they will see numbers for the patient that are different than what is displayed at the bedside device. No consequences or impact to patient were reported.